Manufacturer narrative:
Investigation: samples received: 79 unopened pouches. Analysis and results: there are no previous complaints of this code batch of which we manufactured and mainly distributed 6,480 units in the market. There are 48 units in stock in b. Braun surgical's warehouse. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 3.62 kgf in average and 3.34 kgf in minimum (ep requirements: 2.75 kgf in average and 1.53 kgf in minimum). Reviewed the batch manufacturing record, this product had an incidence, not related to this issue. The results during the process fulfill usp/ep and b. Braun surgical requirements. Knot pull tensile strength results conducted on samples before releasing the product were: 3.78 kgf in average and 3.68 kgf in minimum. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
Clarification of event details: surgery: vascular surgery, tissue sutured: intramuscular.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K990089. When additional information becomes available, a follow up report will be submitted.

Event description:
It was reported the thread broke. The reporter indicated that during a vasular surgical procedure, the suture broke three times while suturing the intramusular tissue. The surgeon was using an interrupted technique. There was no patient injury or harm. Patient information is not available.